Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a 67-year-old male patient, the defibrillator failed to discharge. Complainant indicated that the clinician continued treatment. The complaint indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and log review from the (B)(6) 2025, event showed the device passed its self-test and operated within specifications. Issues encountered during use such as an aborted first shock, poor pad contact, and a high impedance difference were attributed to user operation and electrode preperation including placing pads over chest hair. These factors likely led to poor skin contact, arcing risk, and disrupted shock delivery. The device correctly displayed prompts and alerts, and successfully delivered multiple shocks when the appropriate criteria was met. Per r series operator's guide, proper application and placement of electrodes is essential for high quality ECG monitoring. Good contact between the electrode and skin minimizes motion artifact and signal interference. Remove all clothing covering the patient's chest. Dry chest if necessary. If the patient has excessive chest hair, clip or shave it to ensure proper adhesion of the electrodes. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.